Event description:
It was reported that the patient presented with an ambicor penile prosthesis (app) that was not working properly due to fluid loss. The app was explanted and replaced. Upon explant, a hole was found in the tubing of the device. There were no patient complications reported.